Event description:
On (B)(6) 2012, customer called to report that clear fluid was observed below the coulter lh750 hematology analyzer. On the same day, the field service engineer (fse) inspected the instrument and found that the tubing from the retic clear pump to the fitting was detached. The fse reattached the tubing and replaced the red stripe tubing from the retic shear valve to the retic chamber. The root cause for that event was attributed to tubing that popped off from the retic clear pump. A separate medical device report was submitted for that event. On (B)(6) 2012, the fse returned onsite to evaluate instrument aspiration errors and found blood in the blood sampling valve (bsv) tray. The fse noticed that the probe trough was broken. The fse replaced the probe trough and verified instrument performance to ensure that the services performed effectively resolved the issue. The root cause for the blood leak was that the probe trough was broken. Operators were wearing gloves and laboratory coats at the time of the incident. There was no exposure to open wounds or mucous membranes, and no medical attention was sought. No death or injury is attributed to or associated with this complaint. No patient samples or results were affected, and there was no change to patient treatment.

Manufacturer narrative:
An additional medical device report for the initial event that took place on (B)(6) 2012 ((B)(4)) was submitted as medwatch #1061932-2012-00352. (B)(4).